Event description:
It was reported to boston scientific corporation that an uphold was implanted into the patient on (B)(6) 2017. An upsylon y-mesh was implanted into the patient on (B)(6) 2020. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; pelvic pain; groin pain; perin pain; anal pain; rect pain; thi pain; pain inter; inab inter; diff bowel; incont not pres; damage; psych. Surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the uphold implant for the following purpose: vaginal repair (removal of scar tissue). On (B)(6) 2019 the patient underwent further surgery regarding the uphold implant for the following purpose: removal of scar tissue. Nonsurgical treatments: the patient was treated with pain medication. The patient was treated with topical treatment (including oestrogen cream): oveston. The patient was treated with other (please specify) for the treatment of: vaginal pain, vaginal bleeding, mesh inflamed. Treatment duration: 10 days. The patient was treated with topical treatment (including oestrogen cream): tibolone.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.